Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that heartmate touch was not receiving data from the system controller. The modular cable was exchanged with the system controller. The issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate touch not receiving data was confirmed during evaluation. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis in an unremarkable condition. The system controller first functionally tested with a test power module and system monitor; connection could not be established between the two devices and a log file could not be downloaded. The dual power leads underwent continuity testing and within the white power cable, the orange wire (transmission communication) was found to be electrically open. The outer jacket of the cables was removed, and a completely severed orange wire was observed in the center of the white power cable. The power cables were replaced with test power cables and the system controller was connected to a test power module and system monitor. Connection was established, the system controller started the pump, and supported the system as intended. The system controller was then successfully connected to a test heartmate touch and the system functioned as intended. Log files were downloaded, and the controller then passed a functional test. The downloaded log files were reviewed. The controller event log file had been overwritten with information related to troubleshooting of the observed communication issue. The controller periodic log file contained intermittent data spanning approximately 10 days of patient use (02may2025 to 12may2025 per the timestamps). There were no notable alarms or events active. The pump maintained speed within the expected range throughout the periodic data. Provided information stated that the system controller exchange resolved the communication issues. The root cause for the reported event was conclusively determined to be due to a severed orange wire (transmission communication) within the white power cable; however, a root cause for the severed wire was unable to be conclusively determined through this investigation. Heartmate 3 instructions for use section 2 ¿system operations¿ addresses how properly exchange the system controller and how to properly maintain all components. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. This section outlines ¿what not to do: driveline and cables¿ and states ¿check the driveline, system controller power cables, power module patient cable, and mobile power unit patient cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbooksection 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. This includes care of the dual power leads which should not be bent, twisted or kinked. This section also informs the user to replace any equipment or system component that appears damaged or worn. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.